Manufacturer narrative:
A replacement pump was sent to the customer.   The customer spoke with a medela clinician on 1/9/2017, at which time she reported that she did not develop mastitis due to the engorgement that she had initially reported and that her issues is resolved, but she had experienced mastitis previously.  It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant.   The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis."  Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2016 the customer reported to a medela customer service representative that she was experiencing low suction with her pump in style breast pump and that she had been experiencing engorgement, fevers, and that she had been prescribed antibiotics.